Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple, intermittent occlusion alarms. Reportedly, the customer would change out the infusion set sites and this would resolve the occlusion alarms. Customer had small traces of ketones. Blood glucose (bg) level was impacted (380 mg/dl), and was addressed by administering a manual injection and a correction bolus, via the pump. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.